Event description:
Additional information was received that product analysis was completed on the generator and lead. Results of diagnostic testing indicated the generator was operating properly. Electrical test showed that the pulse generator was operating within specification. There were no adverse functional, mechanical, or visual issues identified with the returned generator. During the visual analysis of the returned 339 mm portion of the lead the connector ring quadfilar coil appeared to be broken approximately 236 mm and 240 mm from the end of the connector boot. Scanning electron microscopy was performed on the connector ring quadfilar coil break (found at 236 mm) and identified the area on three of the coil strands as being mechanically damaged with pitting which prevented identification of the coil fracture type. The remaining quadfilar coil strand was identified as being mechanically damaged with pitting which prevented identification of the coil fracture type and evidence of stress induced fracture (torsional appearance) which most likely completed the fracture. Scanning electron microscopy was performed on the connector ring quadfilar coil break (found at 240 mm) and identified the area on one of the coil strands as having evidence of a stress induced fracture (fatigue appearance) with mechanical damage. Two of the remaining quadfilar coil strands were identified as being mechanically damaged which prevented identification of the coil fracture type and evidence of a stress induced fracture (torsional appearance) which most likely completed the fracture. The remaining quadfilar coil strand was identified as being mechanically damaged which prevented identification of the coil fracture type with residual material. It is believed that stimulation was present for a certain period of time as evidenced by the presence of metal pitting. Low magnification sem analysis of the quadfilar coil shows characteristics typical of a lead discontinuity which may include: material fracture, rough or pitted surface, thinned material thickness, electro-etching or material dissolution. The abraded openings found on the outer and connector ring inner silicone tubing, most likely provided the leakage path for what appeared to be remnants of dried body fluids found inside the outer and connector ring inner silicone tubing. For the observed connector pin inner tubing fluid remnants, there was no obvious path for fluid ingress other than the cut ends that were made during the explanted process. With the exception of the observed discontinuity, the condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. No other obvious anomalies were noted except for the setscrew marks found at / near the end of the connector pin indicating the lead had not been fully inserted into the cavity of the generator but it is unknown at what point in time this occurred. Continuity checks of the returned lead portions were performed, during the visual analysis, with no other discontinuities identified. Based on the findings in the product analysis lab, there is evidence to suggest a discontinuity in the returned portions of the device which may have contributed to the stated allegations of high impedance. Note that since the electrode array section was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead.

Event description:
Additional information was received that indicated that generator and lead were returned to the manufacturer for evaluation. Product analysis is planned, but has not been completed.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
Additional information was received that the patient was having an increase in seizures prior to their lead and generator replacement. The patient had high impedance at the time and follow-up with the physician's office indicated that the increase in seizures was believed to be related to the patient's high impedance. The increase in seizures was below baseline and the patient is doing well since replacement with no further complaints.

Event description:
It was initially reported that the patient had high impedance (system - output current - 0.25 ma, lead impedance - high, impedance value - >10000ohms, ifi-no). The patient was not having any adverse events. The patient did fall but reported that he did not hit his chest. The patient is being sent for x-rays but it is unknown if they will be sent to the manufacturer for review. Surgery is likely but has not occurred to date.

Manufacturer narrative:
Describe event or problem - corrected data: follow-up report #1 inadvertently did not mention that the patient was having an increase in seizures with the high impedance.

Event description:
Additional information was received that the patient had their generator and leads replaced. The surgeon noted that there was a lot of scar tissue on the nerve so it was unclear if the high impedance is due to a device issue or fibrosis. Good faith attempts for product return have been unsuccessful to date.